Event description:
Doctor indicates that at first use of frkit, the fixture remover screw (frs16) moved correctly on the right side at 50 ncm. Torque. When doctor placed the fixture extractor and started unscrewing on the left side at 200 ncm. Torque, the fixture remover screw loosened and cannot remove the implant. Doctor tried to use the another screw but it also loosened. Doctor could remove the implant during the same surgery by using a trephine.